Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the keyboard was unresponsive. A field service engineer replaced the defective keyboard. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system keyboard was not working properly. The customer reported that there was no virtual keyboard on the medstation resulted in a delay in the medication dispensing process. There were no adverse events or injuries reported based on this event.